Event description:
The customer reported that when they attempt to power their device on, the display starts blinking and will not complete its boot up cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.